Event description:
Reportedly, the staple line placed on the tissue by the instrument did not maintain hemostasis. Therefore, the surgeon decided to hand saw the anastomosis to maintain hemostasis and complete the case without further incident. Consequently, the operating time was extended as a result of the hand sewing. Patient status: no patient injury reported.